Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the patient event and the olympus device could not be identified. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00221. This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A customer reported to olympus that during a diagnostic endobronchial ultrasound bronchoscopy procedure, using this ultrasonic bronchofibervideoscope, the patient went into cardiac arrest. At the time of the report, chest compressions were performed on the patient for approximately a half hour. The sales representative reported that the patient has a pre-existing heart condition and had nothing to do with olympus products. Additional information has been requested, however, unsuccessful.